Manufacturer narrative:
Histologic diagnosis of pancreatic cystic lesions with endoscopic ultrasound fine needle biopsy and impact on management decisions / ankit mishra, thomas m. Hunold, dhiraj k. Peddu, george m. Philips, erik-jan wamsteker, richard s. Kwon, allison r. Schulman, jiaqi shi, eileen s. Carpenter, and jorge d. Machicado. / digestive diseases and sciences (2025) 70:2873¿2881 / year of publication: : 22 april 2025 / https://doi.org/10.1007/s10620-025-09056-1 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported on the literature that a retrospective study evaluated endoscopic ultrasound with fine needle biopsy for obtaining a diagnosis of pancreatic cystic lesions between march 2016 and february 2024. There were 100 patients in the study and the biopsy was performed with the needle in 90% patients. Postoperative complications included mild pancreatitis in four patients which was not directly related to the needle.